Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the left ventricular lead exhibited loss of capture and was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.